Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly on (B)(6) 2015 the patient presented to the ER for evaluation of left hip injury and dislocation after bending over. Emergency room was not able to reduce the dislocated hip and patient was taken to operating room for closed reduction under fluoroscopic guidance. Additional information received on 02/04/2019: allegedly on (B)(6) 2015 the patient dislocated hip while taking off her sock. Went to ER and a closed reduction was done.